Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery, not holding charge issue was verified. Additionally, the alleged load fill estimate issue could not be verified.